Event description:
A hemodialysis inpatient user facility has reported that after a patient's treatment a blood leak was noticed. The leak was visually observed on the backside of the dialyzer. The machine did not alarm. Estimated blood loss was less than 10cc's. The patient had no adverse effects and no medical intervention was required. The patient had completed treatment prior to blood leak being found. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.